Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, g2, h6.

Event description:
Patient was prescribed antibiotics.

Event description:
Patient reported "pain hard", "capsular contracture baker grade lll" and "rupture". Later healthcare professional reported "silicone gel extravasation" and "silicone gel outside the capsule". This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.